Manufacturer narrative:
(B)(6). Results - bd received samples from the customer facility for investigation. Fifty samples were returned by the customer in support of this complaint. Twenty of these needles were introduced into an artificial vein connected to an elevated reservoir of horse blood, to simulate venous pressure. The customer's indicated failure mode for no flash with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - no definitive root cause could be established for the reported defect.

Event description:
It was reported that no flash was seen in the bd vacutainer® eclipse¿ signal¿ blood collection needle with holder. No injury or medical intervention reported.